Event description:
Information received from the field does not address the patient's clinical status but notes sensing anomalies and ventricula r bipolar impedance of >3000 ohms. The impedance in the unipolar configuration was 1010 ohms.